Manufacturer narrative:
After further review MFR#2916837-2021-00227 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facs¿ lwa bio-hazardous waste leaked outside of instrument. There was no customer/user impact. The following information was provided by the initial reporter: it was reported that the wash station is overflowing. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after the waste line? Before waste line. Was the waste mixed with decontaminate/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facs¿ lwa bio-hazardous waste leaked outside of instrument. There was no customer/user impact. The following information was provided by the initial reporter: it was reported that the wash station is overflowing. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after the waste line? Before waste line. Was the waste mixed with decontaminate/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.